Event description:
Following a catheterization procedure an angio-seal device was placed in a pt's groin. The physician experienced difficulty locating the pt's artery due to her size (obese; exact weight not recorded). Following deployment an ooze was noted and controlled by manual compression. The pt was transferred to the floor, and a large hematoma developed. The pt bled into her peritoneal space, became hypotensive, and was thus taken to surgery where the artery was repaired. During surgery the angio-seal device was visualized in the subcutaneous tissue. The pt experienced paralysis, which the physician attributes to hypotension. As of 3/30/1998 there have been no further reports provided to the MFR regarding further complication or pt sequelae.